Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a journal article review, that an unknown model and serial endotak reliance lead, exhibited an unspecified lead failure. The article of interest was a clinical comparison of the longevity and clinical outcomes of various implantable leads. Over two hundred leads were retrospectively reviewed from four different lead manufactures, over a 13 year period. The author was contacted for lead model and serial identifiers but unresponsive. No further information has been received.